Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): synopsis: a type ib endoleak occurred 647 days post-procedure. On (B)(6) 2021, the 63-year-old female patient was urgently treated for acute thoracic aortic dissection type b with placement of a proximal zta-pt-34-30-161 and a distal zta-p-32-201, starting at zone 2. Pre-procedure angiography noted the proximal location of dissection as zone 3, with re-entry tears at zones 4 and 5. The study procedure also included carotid-carotid bypass and left subclavian artery embolization. Procedure angiography revealed patent study devices, patent thoracic false lumen with type ii flow through the primary tear, no abdominal false lumen, and no device issues. On (B)(6) 2021, follow-up imaging revealed partially thrombosed thoracic false lumen with collateral false lumen flow (intercostals), partially thrombosed abdominal false lumen with collateral false lumen flow (lumber), patent study devices, no thrombus, and no device issues. On (B)(6) 2021, imaging revealed partially thrombosed thoracic false lumen with collateral false lumen flow (intercostals), completely thrombosed abdominal false lumen, patent devices, no thrombus, and no device issues. On (B)(6) 2022, follow-up imaging revealed completely thrombosed thoracic false lumen and partially thrombosed abdominal false lumen with type ib flow through the primary tear, patent devices, no thrombus, and no device issues. Ae #1 is entered for the same date¿type ib endoleak distal to the study stents; no treatment provided. This is noted as related to the study device and procedure (wrong sizing) and related to the treated aortic disease. On (B)(6) 2024, imaging revealed completely thrombosed thoracic false lumen and partially thrombosed abdominal false lumen with type ib flow through the primary tear, patent devices, no thrombus, and no device issues. Patient outcome: the type ib endoleak is noted as ongoing. No other adverse events have been entered.

Manufacturer narrative:
Manufacturers ref#: (B)(4). After investigation the event is considered reportable 09oct2025. Summary of investigational findings: during a zenith alpha thoracic post market retrospective study cook became aware of this event. On (B)(6) 2021, the 63-year-old female patient was urgently treated for acute thoracic aortic dissection type b with placement of a proximal zta-pt-34-30-161 and a distal zta-p-32-201 (complaint device), starting at zone 2. Pre-procedure angiography noted the proximal location of dissection as zone 3, with re-entry tears at zones 4 and 5. The study procedure also included carotid-carotid bypass and left subclavian artery embolization. Procedure angiography revealed patent study devices, patent thoracic false lumen with type ii flow through the primary tear, no abdominal false lumen, and no device issues. On (B)(6) 2021, follow-up imaging revealed partially thrombosed thoracic false lumen with collateral false lumen flow (intercostals), abdominal false lumen not present, patent study devices, no thrombus, and no device issues. On (B)(6) 2021, imaging revealed partially thrombosed thoracic false lumen with collateral false lumen flow (intercostals), abdominal false lumen not present, patent devices, no thrombus, and no device issues. On (B)(6) 2022, follow-up imaging revealed completely thrombosed thoracic false lumen and abdominal false lumen not present with type ib flow through a distal secondary tear, patent devices, no thrombus, and no device issues. No treatment provided. This is noted as related to the study device and procedure described as "probably wrong sizing" and related to the treated aortic disease. On (B)(6) 2024, imaging revealed completely thrombosed thoracic false lumen and abdominal false lumen not present with type ib flow through a distal secondary tear, patent devices, no thrombus, and no device issues. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. A device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformance's that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use and/or label. Per the instructions for use sent with this type of device, the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with dissections. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. The flow type is reported to be a 1b, through a distal secondary tear (imaging showed re-entry tears at zone 4 and 5), and the dissection is reported to be from zone 3 to zone 5. Two zta devices are placed from zone 2 to above celiac (zone 5). Possible cause is the dissecting anatomy which could have contributed to the reported type 1b flow through a secondary tear in the distal component. Furthermore, the site has referred to the sizing as wrong, and according to the IFU, the stent graft is undersized compared to the reported maximum diameter in descending thoracic aorta. The undersizing could result in incomplete sealing or compromised flow. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.